Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed starting 08/17/2025 01:22am the sg value was rising from 75 mg/dl to 318 mg/dl at 02:12 am and the pump was delivering autocorrection as per algorithm. At 02:17:08 am the sensor indicated the sensor error (code 771) and pump transferred to safe basal at 2:17:15am. At 2:17:22am the user manually entered bg=81 mg/dl and the sensor failed the calibration at 2:18:00am. The next sg value sent at 02:22:08 from the sensor was 400 mg/dl (code 776) and at 02:22:11am pump transitioned from safe basal to pid control and initiated 4.3u autocorrection at 2:32am that was canceled by user and pump delivered only 0.7u. The next sensor packet at 2:37am had sg=400 mg/dl and pump as per algorithm initiated 3.85u autocorrection that was also canceled by user, and pump delivered 0.2 u of insulin. At 2:39am the user entered bg=65 mg/dl and the calibration failed as well. The sensor kept sending calibration error (code 772) and then calibration requested (code 770) starting 2:57am. At 3:19am the user replaced the sensor. This confirms pump and algorithm behaved as expected. The most likely root cause is discrepancy in the manually entered bg. We have provided the explanation to helpline. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported report anomaly. The customer was treated with juice. The event involved product(s) unk_carelinksw. Troubleshooting was performed. The blood glucose value was 3.7 mg/dl, and the sensor glucose value was 15.6 mg/dl at the time of the event. Troubleshooting was performed for low blood glucose, and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_carelinksw.